Manufacturer narrative:
Incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 6/24/2014 to 1/20/2015. The UDI has been updated accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that it displayed an a-1 error when the pump was turned on. It was further determined that the bezel was damaged and the cover was bent. It was determined that the type of damage was indicative of the device being dropped, user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the console device had a lot of vibration. It was reported that the event occurred during use on a patient. It was not reported if there were any delays to the surgical procedure. It was reported that the same device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.